Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient presented with incoming diagnosis of urosepsis, arrhythmia, and hypotension. On (B)(6) 2012: I-stat, result: 17:04, time: 0.14 sample a. On (B)(6) 2012: I-stat, result: 17:15, time: 0.05 sample a. On (B)(6) 2012: vista, result: 17:59, time: 0.03 sample unk. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).